Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim but still readable. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the returned battery cap was used during the investigation. The pump booted to the verify screen with a dim pink contrast. Unrelated to the initial complaint, the bolus button cover was detached from the pump. The battery compartment was found to have a crack along the case seal.